Event description:
It was reported that during a percutaneous coronary intervention procedure, a shaft fracture occurred. The target lesion was located in the right coronary artery. As the physician took the 2.5mm x 8mm promus element stent out of the protective sleeve, the shaft kinked and then snapped. The stent did not enter the patient. The procedure was completed using another promus element stent with no patient complications. The patient's status is stable. This product is only (B)(4) approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).